Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump's black box showed one unexplainable pump reboot event on (B)(6) 2013. Battery compartment was intact with no damage. Evidence of moisture contamination was found on the underside of the battery cap. The battery cap was able to fully tighten and was measured to be within specifications. The pump was exercised for 24 hours with no power loss or battery related warnings observed. When the pump case was removed, no evidence of additional moisture contamination was found inside pump. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had powered off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.